Event description:
It was reported that the patient experienced undersensing and vf during follow up that required external defibrillation. The undersensing was possibly related to the lead. It was also unclear if vf was caused by the ipg. The device remains in the patient in an inactive mode. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.